Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient was admitted to the hospital for an infection. The patient was given IV antibiotics and the device was explanted. The report also indicated that the patient recovered without sequelae.